Manufacturer narrative:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible. In the original report, the become aware date and due date were incorrect. These corrections are being filed to provide this information. Please see general information section for this updated and corrected information. Additionally, the event date and initial reporter details were incorrect as well. These corrections are being filed to provide this information. Please see the adverse event information section for this updated and corrected information. The report source selection was additionally incorrect. This correction is being filed to provide this information. Please see the manufacturing information section for this updated and corrected information.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
Service by third party service center.